Event description:
Hospital staff responded to a cardiac arrest, pt condition not reported. Disposable defibrillation electrodes were attached to the pt, and the device was charged to 200 joules. Reportedly the device did not respond when the shock switches were pressed. CPR was performed while a back up device was obtained, and used to shock the pt. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of device operation. The reporter's opinion was based on the 1 minute delay to retrieve the back up device, and the performance of CPR during the delay.